Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black boxed showed multiple occlusions followed by loss of prime warnings had occurred. A rewind, load, and prime sequence was successfully performed with no loss of prime occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force resistance measurement was found to be within specifications, but the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.